Manufacturer narrative:
Concomitant medical products: 5076-52 lead, (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient "is in hospice and receiving shocks" and daughter requested the cardiac resynchronization therapy defibrillator (crt-d) be inactivated. Follow up with the patient's clinic yielded no further information. The crt-d remains in use. No further patient complications have been reported as a result of this event.